Event description:
As reported by customer in another country, the physician experienced difficulty in deflating a balloon catheter when utilizing an encore inflation device. The report states: the lesion was treated in stent 75% re-stenosis and calcified of mid-rca. When the q-mav balloon was dilated at 12atms on 1st. Inflation, the pressure of balloon went down slowly. And, during cypher stent implantation, the pressure of balloon did not go down. Following cypher implantation, the lesion was confirmed with ivus. During 2nd. Inflation, the pressure of balloon went down slowly again when the balloon was dilated at 18 atms. When the physician visually checked the balloon, it was not ruptured. There was no pt injury and the procedure was completed using the same device. The used device has been returned for eval.

Manufacturer narrative:
The used device has been returned to the MFR, however, a device analysis has not yet been completed. Upon completion of the investigation a follow-up medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.